Manufacturer narrative:
(B)(4). The unit was received with several cracks in the reservoir tube lip, a missing retainer ring, and a missing reservoir o-ring. Unable to perform the displacement test since a test p-cap is unable to lock in place properly due to the missing retainer.

Event description:
Information received by medtronic indicated that the retainer ring was broken. The customer stated that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.